Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of lot.

Event description:
It was reported that during the laparoscopic radical sigmoid radical mastectomy, after fired, with good cut line and staple line, but could not return the blade. Opened the jaw manually with big force. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: p5525n. Device evaluation: the analysis found that one pse45a device was returned with no apparent damage and with two ecr45d cartridges reloads present. The cartridges reloads were partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.